Event description:
Pt admitted with complaint of low back pain which radiated down pt's leg. Pt also complained of numbness and tingling in pt's toes. The pt injured the back in 1995 and has had two prior surgeries for it. In 1997 the pt had surgery using instrumentation consisting of pedicle screws and rods using a multi-axial screw system. The pt did well for several years then began having back pain again. X-rays done as an outpt revealed the rod was coming loose from s1 and l5 area and migrating upwards. The pt was taken to surgery in 2000 for removal of instrumentation, exploration of the area, and augmentation of the fusion with allograft.